Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism broke off of the unit causing a used needle stick injury. Post exposure testing done on both the patient and user. No adverse impact was reported regarding the patient or user. Reported verbatim: "customer states safety device broke off causing needle stick injury. How did the needle stick incident occur: after drawing a patients blood, medical assistant, went to push the safety device up over the needle and it broke off to the side and she ended up with a needlestick was it a clean needle or a used needle: used. If exposure occurred was there any post exposure testing or medical intervention? Yes, post exposure testing done on both the patient and employee."

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism broke off of the unit causing a used needle stick injury. Post exposure testing done on both the patient and user. No adverse impact was reported regarding the patient or user. Reported: "customer states safety device broke off causing needle stick injury. How did the needle stick incident occur: after drawing a patient's blood, medical assistant, went to push the safety device up over the needle and it broke off to the side and she ended up with a needlestick. Was it a clean needle or a used needle: used. If exposure occurred was there any post exposure testing or medical intervention? Yes, post exposure testing done on both the patient and employee."